Event description:
A procedure of a right hemicolectomy was performed with a side to end anastomosis using the car device. The operation was successful. After a few days it was found that the pt had an obstruction. An enema was performed with gastrodiaphane. According to the surgeon's report, the obstruction was not in the anastomosis area, and the anastomosis and the anastomotic area were normal. After 2 days the obstruction still remained and the pt was sent for re-operating. The surgeon detached the ring easily and reported that the anastomosis was in order. After a few days the pt was re-operated for a third time without any pathological findings. On (B) (6) 2008, the pt died. The surgeon claimed that the death was not related to the device or to the procedure.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specs. The device was not returned for eval. The surgeon claimed that the death was not related to the device or to the procedure, as was also confirmed in autopsy.